Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer evaluated the iabp. The fse troubleshooted the coil cable and the connection cable to the executive processor board and found no issues. The coil cable is secured onto the pump with no loose connection on the monitor or pump. Fse determined the possible failure corresponds with faulty executive board. Fse replaced the executive board, verified the unit calibrated and passed all functional and safety tests per factory specifications, device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device turned off intermittently. There was no patient harm or injury and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the executive processor board, into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. The nrc verified that two of the executive processor board connection pins were bent and damage, board can't connect properly with the system and turned the system off intermittently. The board failed testing. Retaining the executive processor board in the nrc per procedure.